Event description:
Per complaint 84304, during clinical procedure, there was an implant dropped from implant driver.

Manufacturer narrative:
Implant date and explant date are not applicable since the product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.